Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration after 1 year, approximately 15 years and 8 months after implant placement. The bone quality was type ii. Oral hygiene around implant site was moderate. Peri-implantitis and pain were found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.